Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that this central nurse's station (cns) was boot looping. They were provided with replacement hdds to resolve the issue. The patients were moved to another cns to continue patient monitoring. No patient harm was reported. Investigation summary: per ticket (B)(4), evaluation of the returned device was able to duplicate the reported issue of boot looping. It was found that the ls2 mac address was not configured correctly. The mac address was corrected to resolve the issue. The root cause is related to incorrect configuration of the mac address. There is no evidence of an nk device malfunction that may have contributed to the reported issue. Nk will continue to monitor and trend similar complaints. Additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that this central nurse's station (cns) was boot looping. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that this central nurse's station (cns) was boot looping. They were provided with replacement hdds to resolve the issue. The patients were moved to another cns to continue patient monitoring. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that this central nurse's station (cns) was boot looping. No patient harm was reported.